Manufacturer narrative:
Friend or family. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "starter hole is off-center by approx 1/4 to 1/2 inch." No harm reported. No photos were provided.

Manufacturer narrative:
Returned sample evaluation: there are no photographs associated with this case and no unused returned sample was received. Conclusion summary of the related event: based on the analysis performed, even thought there was an increasing tendency of complaints related to ¿off center starter hole¿ during 2018 and beginning of 2019, the updated data shows a positive tendency after the corrections executed to the ats#1 and ats#2 machines. Current quality and manufacturing controls have demonstrated to be adequate and effective since no non-conformances have been generated during the production process associated to the same failure from january 2018 to september 30, 2020. Also, this failure mode will continue to be monitored by the leadership during the CAPA review board (monthly) and management review (biannual) for track and trending. No additional action is considered necessary for this record. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092 . Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.